Event description:
It was reported the blades locked out during a laparoscopic nissen. Cautery was then used. The case was a very difficult case. Md coverted to open due to lock out and numerous other problems.